Event description:
It was reported, "the tibial block was slipping as the surgeon tried to pin it into place. The tibial bushing isn't holding position on the tibial alignment jig."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.